Manufacturer narrative:
The root cause of this event cannot be determined. Despite multiple requests, no additional information has been provided by the healthcare provider. The subject device has not been returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately one (1) year and four (4) months, was explanted due to unknown reasons. The failure mode was not reported. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the surgeon, medical records were provided indicating that this device was not the source of the infection.

Event description:
Edwards received information that a 2800 25mm bioprosthetic aortic valve, implanted approximately one year, four months was explanted due to endocarditis and vegetation. The explanted device was replaced with a 2800 25mm pericardial aortic valve. The patient presented with native mitral valve endocarditis and severe mitral valve regurgitation and underwent a mitral valve replacement with a non-edwards 33mm valve. The patient tolerated the procedure well and was transferred to ICU in stable condition. He recovered and was discharged on pod #5. Per medical records received, his aortic valve on the preoperative transesophageal echocardiogram demonstrated no vegetations and was appropriately functioning. There was no perivalvular leak.